Event description:
On 13-jul-2022, intuitive surgical, inc. Received medwatch report mw5110654 stating the following: "during surgery robot needle driver wasn't working and when inspected closer the wheel broke and fell off. It was returned to the manufacturer." Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. It was unknown if the device had been returned for evaluation. The instrument lot number is k11210726-0328.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large needle driver for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs for part #: 471006-12 batch/lot # k11210726-0328 associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 6 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. It was unknown if the fragment was retrieved. At this time it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large needle driver instrument was returned for failure analysis. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The housing end of the instrument is not inserted into the patient's anatomy. Therefore, a fragment from the proximal end of the instrument, the housing, would not be able to fall inside the patient. The failure analysis results confirmed the customer-reported complaint that the wheel broke and fell off.